Manufacturer narrative:
The pump was received with blank display due to moisture damage on the electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage was found on the keypad assembly. Unable to perform the displacement test or verify operating currents and frozen display due to blank display. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that her daughter's pump stopped working because it was exposed to water. Customer also indicated that they replaced the battery but the unit alerted battery out. Customer's blood glucose was 200 mg/dl at the time of incident. Customer declined to troubleshoot for battery out or blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.